Event description:
It was reported that the pressure gauge on the medex¿ medflator®ii inflation syringe system read high, causing the balloon to under inflate. The issue occurred prior to use. More specifically, it was reported that "the operator opened the package and found the indicator of the device pointing at 6atm". They tried to test and restore the indicator but failed. The operator replaced it with another of the same device to finish the operation. The facility's laboratory evaluation of the aforementioned medex¿ medflator®ii inflation syringe system confirmed the allegations of the operator. The facility function tested the device by filling it with water and attaching the device to a balloon from their stock. During inflation the needle moved, however the pressure reading was wrong. The facility's laboratory also reported that a "review of the non-conformance's documented for the lot number said to be involved was reviewed and confirmed that this lot met manufacturing requirements prior to shipment". The medex¿ medflator®ii inflation syringe system was sent to the manufacturer for further investigation. There was no patient involvement in this entire incident.

Manufacturer narrative:
One medex¿ medflator®ii inflation syringe system was returned for analysis. The customer's reported problem was "gauge pressure reads high causing balloon to under inflate - prior to use". The device was visually inspected and appears to be assembled per requirements. The device was received with the gauge indicator needle reading approximately 6atm with zero pressure applied. No additional physical damage noted. The device was pressurized using the assembly itself to approximately 14atm (200psi) and allowed to set for 15 minutes to check for leaks. No leaks determined. During pressurization, the gauge indicator moved freely with no issues noted. The device then had the pressure released and it returned to the original location of 6 atm. After functional testing, the device was disassembled to view internal working of the gauge. The device appears to have no damage noted to the internal working although it appears the gauge gearing has slipped allowing the indicator not to return to zero. Unable to review the device history record as no serial number was reported.